Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l69630, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Additional information: it was reported the patient was ¿leaking into his pocket and there was cerebrospinal fluid in there.¿

Event description:
It was reported in 2003, the patient experience withdrawal any time the patient did physical activity, later in the day, he would be in bed and with fever, shakes, vomiting and lack of energy. He would 'be fine' by the next day, this went on for 2 years. Several x-rays had been done but could not tell before explant that there was dislodgement. With physical activity patient had a return of symptoms. A dye study was performed and concluded that the catheter had broken and medication was leaking into the pocket site. Physician replaced 'part of the tubing'. In 2005, the pump was replaced due to 'battery went out'. During the replacement surgery, the physician reported the intrathecal catheter was disconnected; however, the patient's body had walled off the area around the catheter, so patient was still getting some medication. The timeline of the prior events were unclear. The drug being used in the pump was morphine. Additional information was requested but was not available at the date of this report.